Event description:
Us legal. It was reported that, after a bhr-tha on (B)(6) 2010. Plaintiff has experienced right hip metallosis. A revision surgery was performed on (B)(6) 2021 to treat the adverse events. The outcome of the patient is unknown.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part/lot details were not received for investigation no thorough manufacturing record review can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. Hemi heads / modular sleeves have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (metallosis) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.